Manufacturer narrative:
A customer notified biomérieux of a termination issue when using an unspecified vitek® 2 ast card in association with vitek® 2 resulting in a delay of results > 24h of the susceptibility test. The report gave an analysis message of insufficient incubation time for analysis. In response to some transmittance errors and test card terminations, the biomérieux field service engineer (fse) replaced the tx14 (and the reader ledge ¿ short). The fse then successfully performed the white card test and the hcb card test. Thereafter, the issue was resolved. Only one instrument error code (error code 63) was provided. Additionally, the customer also described some other transmittance errors that can relate to several different error codes. The instrument log and the system log were requested for this investigation, but the customer was unable to provide them. Therefore, a potential root cause related to the optics failure could not be determined. Root cause: the logs regarding this anomaly were not provided, thus the potential root cause related to the optics failure could not be determined. Corrective/preventive actions: field service replaced the transmittance optics, and performed the white card test and the hcb card test (ref. 049292 vitek 2 and vitek 2 xl integrated system service manual; 5.14 transmittance replacement and testing). This resolved the customer's issue; no further corrective/preventive actions required.

Event description:
Intended use: the vitek® 2 antimicrobial susceptibility tests (ast) are intended for use with the vitek® 2 systems for the automated quantitative or qualitative susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., s. Pneumoniae, and yeast. Description of the issue: a customer in (B)(6) notified biomerieux of obtaining termination issue when using an unspecified vitek 2 ast card in association with vitek 2 60 reader, resulting in delay in results > 24h of the susceptibility test. No patient impact has been reported as a consequence of the delayed results. The replacement of a damaged optics (tx) has solved the issue reported by the customer. A biomérieux internal investigation will be initiated.